Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient said for the last 2 weeks they had been feeling electrical shocks on the side where the bladder stimulator was. The patient thought it was back pain but the pain got worse over the weekend. The patient said if they bend a certain way or were sitting there it felt like someone was shocking them. Reviewed how to use the 3037 programmer. The patient was getting the poor communication screen with and with out the antenna. The issue was not resolved through troubleshooting. Reviewed possibility of depleted ins. The patient was redirected to their healthcare provider to further address the issue. On 2024-aug-21 a manufacturing representative (rep) reported that the patient was seen while they were in the office and had reported pain down their right side, from the generator to their mid-thigh. It was unknown if the issue had been resolved. The rep stated they had tried to connect with the implant but were not able to. The device was turned off and the battery was dead, at eos, after a check by the doctor and the rep. The patient was scheduled for a full replacement on both their lead and battery on (B)(6) 2024.